Manufacturer narrative:
(B)(4). Medical device: batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the symptoms that the patient believed to the associated with allergy? Was a full metal allergy test performed? If so, can the results be shared? Did the patient require any medical or surgical treatment as a result of allergic reaction? How long has patient been presenting with symptoms?

Event description:
It was reported that about a year after undergoing a gastric sleeve procedure, the patient has had some complications in their recovery process and thinks that he might be presenting an allergic reaction to the echelon staple line.

Manufacturer narrative:
(B)(4).